Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's lead had migrated, which was confirmed via imaging, and as a result was experiencing ineffective stimulation. It was also reported that the patient had multiple falls since implant. Surgical intervention took place on (B)(6) 2024 where the lead was reposited to address the issue. Effective stimulation was restored with only right-side coverage and the patient pay undergo surgical intervention at a later date.